Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(4) reports an event in (B)(6).

Manufacturer narrative:
Additional narrative: patient information is unknown. Device is an instrument and is not implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that before using this persuader it was discovered that it was not opened from the other side, so it will not allow the screwdriver to pass. The other tray was opened in order to replace the defective piece and the surgery proceeded smoothly. The procedure was prolonged by a few minutes. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: one axon rod introducing instrument (part 388.504) was received for manufacturing investigation. The device is not in a used condition. Two pins protrude and interfere with the cannulation of the device. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacturing of the product. The smooth operation of the plier and the opening should be maintained by the spring force only and the opening at the tip should allow 9.1mm minimum inside diameter. The two features have been tested and they fulfill the requirements. During assembling of component shaft the two pins have been mounted at the wrong position. The pin should not interrupt the inside diameter of the cannulation on the shaft. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was received by manufacturer on apr 17, 2015 and was reported under complaint (B)(4); however during a review of complaint (B)(4) on (B)(4) 2017 it was detected that part 388.504 belongs to this complaint (B)(4). Added patient and device codes. A device history record (DHR) review was performed for part # 388.504, lot # 3386036: manufacturing site: (B)(4), manufacturing date: 09. Mar. 2010: no non conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues documented during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.